Manufacturer narrative:
.

Event description:
The customer reported the device has bent pins on the battery pca. There was no reported patient involvement.

Manufacturer narrative:
Report source updated.